Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that customer went tubing with insulin pump. Customer attempted to dry insulin pump but still received button error alarm. It was also reported that water droplets was visible on display screen. Customer's blood glucose was 253 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.